Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump was "electrocuting" them, making their legs tingle. On (B)(6) 2016, the patient contacted animas and clarified that this did not cause any injury or harm. Their was no allegation of a blood glucose excursion and insulin delivery was not affected. This complaiint is being reported due to the allegation of the pump providing an electrical sensation.